Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "long-term results and bone remodeling after tha with a short, metaphyseal-fitting anatomic cementless stem" written by young-hoo kim, md, jang-won park, md, jun-shik kim, md, and jun-seok kang, md published by clinical orthopaedics and related research published online 26 october 2013 was reviewed. The article's purpose was to review long term results of in total hip arthroplasties in utilizing depuy cementless immediate postoperative stability stem (ips). Data was compiled from 500 patients (630 hips) age range 20-63 years. The article provides figure 2a-b for radiographic imaging noting a 40 year old male with "acetabular and femoral components are well fixed in a satisfactory position in both hips without osteolysis. Grade 2 calcar resorption is evident in both hips, but periprosthetic bone stock is well preserved without having stress shielding-related bone osteopenia." Depuy products utilized: ips stem, duraloc cup, ceramic on ceramic bearing adverse events: reports of clicking sound (no information regarding interventions) leg length discrepancy of less than 2 mm (no interventions required) calcar stress shielding by radiographic detection (no interventions required) heterotopic ossification by radiographic detection (no impact on function and no interventions required) infection (treated by revision of femoral and acetabular components) dislocation (treated by revision of acetabular components).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.